Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer stated the post-operative leakage was due to a failure of a third-party circular stapler instrument.

Event description:
It was reported that after a da vinci assisted sigmoid colectomy procedure, the patient experienced post-operative complications, due to a leakage. There were no intraoperative complications or injury to the patient. The procedure was completed robotically. Post-operative, the patient experienced complications due to a leakage, which required an additional length of stay at the hospital for 1 month. The surgeon stated the leakage was due to a failure of a third-party circular stapler instrument. The chief of service declined to share any additional information regarding the reported event or how the leakage was resolved; but the patient has since been discharged from the hospital.